Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of 2 opened and used enlite sensors, showed 1 of 2 sensors failed for low readings 1 remaining sensor passed per specification with accurate readings. Unable to confirm adhesive anomaly on opened and used sensors.

Event description:
Customer reported a bad sensor alert following calibration error alerts. She also reported that the sensor gave inaccurate readings. The blood glucose reading was 127 mg/dl. Nothing further was reported.